Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4 h4, h6: a device history record (DHR) review was conducted: product code:412.215s lot number:224p815 manufacturing site: mezzovico release to warehouse date: (B)(6) 2021 expiration date: 01 jul 2031 a manufacturing record evaluation was performed for the sterile lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation with the fns for the fracture of the femoral neck. It was confirmed that the femoral head was dislocated on (B)(6) 2022. The implants were not broken; however, the bolt and the antirotation-screw reached the maximum amount of sliding. According to the surgeon, it is not the implants themselves; however, the bolt was too short that caused the femoral head dislocation. Possible cause other than the bolt is rehabilitation. Future treatment plan has not been decided. This report involves one (1) screw. This is report 1 of 4 for (B)(4).